Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of triathlon insert. Patient required revision due to stability.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. Not returned to manufacturer.

Event description:
Revision of triathlon insert. Patient required revision due to instability.